Event description:
It was reported that this right ventricular (rv) lead exhibited loss of pacing capture. The lead appeared to have pulled back due to twiddler's syndrome as evidenced by twisting and coiling of the lead in the pocket as seen under fluoroscopy. Subsequently, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The lead body was twisted and deformed at the proximal end. Due to the location and morphology of damage to the lead, it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of pacing capture. The lead appeared to have pulled back due to twiddler's syndrome as evidenced by twisting and coiling of the lead in the pocket as seen under fluoroscopy. Subsequently, the lead was explanted. No additional adverse patient effects were reported.